Event description:
It was reported that the spectra penile prosthesis (spp) device was explanted due to unspecified reasons. A new inflatable penile prosthesis (ipp) device was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.